Event description:
Difficulty removing foley, caused bleeding of pt upon removal. In a separate event (same device), we were unable to deflate the balloon. Required ultrasound to pop balloon while in the pt. Two occurrences.